Manufacturer narrative:
(B)(4); batch #: unknown. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Did the active titanium blade break off? Unknown. Did the white tissue pad break off? Unknown. Is the white tissue pad completely missing from the clamp arm of the device? Unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic hysterectomy, bilateral salpingectomy the harmonic laparoscopic shears were used for less than 5 minutes, and a piece of the shear fell off. Device was removed from the field. The fallen piece was removed from the patient's abdominal cavity, and off the field as well. Opened a new device with different lot number.¿ the device is available for return.